Manufacturer narrative:
Other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was found to be over delivering to the manufacturing specifications. It was recommended that the expulsor assembly be replaced.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was off by 6%. No adverse effects were reported.